Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. The patient was not hospitalized for the event. The patient was treated with injection (inj.) Fortum (dose, frequency and lot number not reported). Lab tests were not reported. The patient recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.